Event description:
The customer reported the system failed to boot up properly. No report of patient injury.

Manufacturer narrative:
The ge representative performed an on site investigation. The software was reloaded and the hard drive was replaced. The system was then found to be operating as intended.